Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose level was 226 mg/dl. Tandem technical support (cts) explained the cause of the alert (navigation to the bolus request screen without exiting within 90 seconds), however the customer maintained that the screen had not been navigated to either intentionally or by accident.